Manufacturer narrative:
External insulation abrasion was noted at 20.4-20.7 from connector pin, consistent with lead friction to the ICD can, and at 57.1-57.6cm and 58.0-58cm from connector pin, consistent with lead friction to another device or feature of the heart. Etfe coating was intact. Insulation degradation was noted at the suture sleeve tie down location of 25.5-26.5cm from connector pin; this was not associated with reported field event of noise. Internal insulation abrasions were found under the rv shock coil at 58.8-60.7cm and 58.8- 59.3cm from connector pin. The etfe coating was abraded at locations. This is consistent with the reported field event of noise if lead came into contact with the rv shock coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate shocks were delivered due to noise. Upon explant, an insulation anomaly was noted close to the proximal part.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.